Event description:
The customer reported the instrument generated reaction wheel temperature errors and found contained fluid under the reaction wheel on their unicel dxc 600i synchron access clinical system. Upon troubleshooting, the customer found the wash station vacuum probe was not properly vacuuming causing the reaction cuvettes to overflow and leak. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
A beckman coulter field service engineer was not dispatched. The customer resolved the issue by replacing the wash station vacuum probe, no further leaking or instrument errors were observed. (B)(4).